Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed a manual time change. The last bolus delivery was a 1.55 unit normal bolus. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing, and was delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. The history settings issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 510 mg/dl with symptoms of polydipsia and polyuria associated with an alleged history/settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the patient noted a bent cannula on inf set from (B)(6) 2017 and the bg had been running high for few days. It was reported that a bg of 510mg/dl on (B)(6) 2017 and still running high at the time of the call in the 400's even after changing the inf set the day before with bent cannula. Patient had recently bolused 12 u insulin to treat high bg and symptoms. The reported noted that the patient had a colonoscopy 2 days prior to the bg event. The reporter also noted that the patient had entered the wrong time and corrected the current time of day and suspended the pump but could not clearly remember either event. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.